Event description:
It was reported that during a procedure, the physician first thought that he may have "nicked" the lead, so it was replaced. The system still did not work and the neurostimulator was then replaced which resolved the issue. Outcome from the surgical procedure was reported as "everything went well".

Manufacturer narrative:
(B)(4).